Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 the consumer started essure (fallopian tube occlusion insert) was placed. She was (B)(6) at the time of insertion. The consumer had no nickel allergy. Her complaints included pain in pelvis, bile problems, pain during ovulation, pain during menstruation, pain in abdomen, pain in head, lower back pain, arthralgia, pain radiating to legs, tiredness, heavier menstruation, and asthma. The influence of essure in her daily life included work-related problems and problems with daily tasks. In an unspecified date she contacted her physician and had appointments with a few doctors (rheumatologist, internist, dermatologist, and physiotherapist). She also had numerous unspecified examinations (including blood tests) without any abnormal findings. She was treated with unspecified medications. On (B)(6) 2016 essure was removed and bilateral salpingectomy was performed as well. The consumer was recovering. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. Almost 4 years later, essure was removed and bilateral salpingectomy was performed as well she was recovering. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-sep-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1521 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. Almost 4 years later, essure was removed and bilateral salpingectomy was performed as well she was recovering. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.